Event description:
It was reported that the patient's right ventricular (rv) lead exhibited noise that caused noise reversion episodes. No programming changes were performed. There were no patient consequences.